Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she got a weak signal and then a lost sensor alert. Customer mentioned that the tape was rolling up and the cannula was at a right angle. Customer stated that the infusion set cannula was bent. Customer's blood glucose was 40 mg/dl at the time of the incident. Customer drank 15g of ginger ale. Customer stated that the tape never rolls but it was rolling up. Customer was advised to change the infusion set and return the set if possible. Customer declined troubleshooting for the lost sensor and weak signal. Customer will send the sensor back and the customer will get replacements.